Manufacturer narrative:
Troubleshooting of the device with the customer identified a service code from the cause of the previous battery pack that was depleted due to the pads were never connected to the AED. Lack of maintenance with the device can contribute to the depletion of the battery pack. The ddu series aeds are designed to be stored with the pads connector already installed. This simplifies the procedure for deploying and operating the device in an emergency. During the AED's automated self-test, the AED would have identified that the pads were not connected and attempted to alert the user by flashing its red asi and chirping. The AED would continue to chirp and flash until the AED's condition is addressed or the battery pack becomes completely depleted. The cause of the AED not powering on was related to a failure to set-up the AED and maintain the battery pack.

Event description:
A customer reported that their AED will not power on displaying a " service code or error upon new battery insertion ". Customer stated that the previous battery was depleted due to pads were never connected to the AED. They reported that this did not occur during patient use.